Event description:
After prerun and the disposable was placed on tissue and activated steady tones occurred. The device was retorqued and retested and tested fine. When placed back on tissue error code 3. The case was completed with bi-polar successfully with no pt consequence.